Event description:
A venoscope ii neonatal transilluminator was used to identify a vein for a peripheral IV insertion. After insertion of the IV in the right forearm, a burn blister was noted on the posterior aspect of the right forearm below the elbow. Biomedical engineering analysis revealed that 2 units that were recently purchased (the only ones of this type in the facility) had led's (light emitting diodes) at the end of the transilluminator that get warm. With minimal pressure, they get hot enough to cause burning in infants. The manufacturer owner was contacted and admits that a 'batch' of these have reversed wiring. However, no markings or serial or lot numbers could be found on the device that would identify which devices are defective.